Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up check, the right ventricular (rv) lead exhibited fracture. The rv lead remains in use, and explant planned for a later date. Re-programmed settings to left ventricle pacing only. Subsequently, the rv lead was abandoned, and remains in patient. A new lead was implanted. No patient complications have been reported as a result of this event.